Event description:
It was reported that the ilet screen went black with white lines, the device could not display a pairing code, and the user was unable to restart through the app; this aligns with a display difficult to read issue involving the touchscreen, and the user has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light problem identified during assessment, consistent with a display readability problem of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.